Event description:
A caller reported that the pump unexpectedly displayed a reset screen. There was no adverse impact to the customer's blood glucose level. The customer was informed that the reset was a safety feature and that certain settings would need to be manually restarted. Afterward, the customer successfully resumed insulin use.